Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2017 with blood glucose of 299 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Device had alarmed insulin flow blocked alarm. The customer's current blood glucose was 187 mg/dl. Customer was advised the reservoir will be replaced. The insulin pump will not be returned for analysis.